Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise on the right atrial (ra) channel. The noise led to oversensing and inappropriate atrial tachy response episodes. There was no asystole greater than 2 seconds, but there was also fluctuating impedances on the ra lead. In (B)(6) 2016, the impedances began to fluctuate between 500 ohms and 1600 ohms, but in (B)(6) 2017, they dropped down in the 400 ohm range. These values are not considered out of range. The noise pattern followed the minute ventilation signal which was the suspected cause of the observations. At this time, the pacemaker remains in service and was reprogrammed to make the ra lead less sensitive. No adverse patient effects were reported.